Manufacturer narrative:
Section e1: reporter email was not available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was communicated that the centrimag system was used for transportation. After the transport it was plugged into ac mains and shortly after plugging in, the motor stopped, and the screen went blank. The screen came back without pressing power button and a communication alarm (communication lost to motor) was triggered. Then the system was exchanged. It was recommended that the motor be returned for evaluation. It was communicated on 25feb2025 that the motor related to this event could not be tracked.

Event description:
It was reported that during life support in the intensive care unit, the nursing staff identified that the console suddenly turned off. They immediately resort to the backup console, and it was stated that the patient involved had no health repercussions. Patient information was not available due to clinic confidentiality. The nursing staff stated that the console was connected to power and charging normally when the event occurred. Subsequently, the console was turned on and there were no visible errors or alarms. A site visit was made and the console was tested to determine if the failure was reproduced since no errors were identified during or after the event. It was communicated that tests were performed, and the console was working properly.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system unexpectedly shutting down could not be confirmed through this evaluation. The centrimag console (serial number: (B)(6) and centrimag motor (serial number: unknown) were not returned to abbott for analysis and no log files were submitted for review. Available information indicated that the patient was switched to the backup console without issue. It was also communicated that the exchanged equipment was tested again at the site, and no further issues were reproduced. The root cause of the reported event could not be conclusively determined. The device history records for the motor could not be reviewed, as its serial number was not provided. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L) section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.